Manufacturer narrative:
1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to battery depletion. The patient did not charge the ipg as recommended. Surgical intervention may be pending to address the issue.